Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the back area and flanks using the cooladvantage coolcurve plus applicator. The patient has been diagnosed with paradoxical hyperplasia. The affected tissue has clear demarcation and bulging, could be seen in bra rolls/back area and flanks, with visible enlargement.

Event description:
Allergan aesthetics received a report of a patient who was treated to the infra-scapular area and flanks on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage coolcurve plus applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a6, b5, d1, and d4.